Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s healthcare provider was removing the patient¿s implant because it didn't work. The caller had no further details about their report. The doctor was planning on keeping the explanted device. No symptoms were reported. The event date was not collectible, since they had no details on the patient. No further complications were reported/anticipated.